Event description:
A medtronic representative reported issues with display quality, while in a posterior fossa craniotomy for tumor. The site alleged the screen was jumping and there was difficulty with instruments tracking after verification. The surgeon completed the case without the use of the stealthstation treon treatment guidance system, however, post-op scan showed that there was not a complete resection. Surgery was re-scheduled.

Manufacturer narrative:
Medtronic representative followed-up and found the patient was brought back the following day, after the camera had been replaced, and the complete resection was confirmed with the use of navigation and another post-op scan. Per a statement from the surgeon, could not be certain having the stealthstation at the end of the initial procedure would have prevented re-operation. RMA issued. Medtronic evaluation of returned suspect device finds the psu would not track passive, but had no problem with active instruments during a functional test. Too few markers were identified to be able to run the aak test. The psu is out of calibration.